Event description:
Several weeks after a catheter revision (reference MFR report # 3004209178200904215) the patient presented to the physician's office and a large collection of fluid was noted around the pump pocket. The patient was taken to the operating room for possible repair/explantation of the system. On entering the pump pocket, the side port adaptor/catheter extension on the pump was found to be sitting in the abdominal pocket, totally detached from the pump. The pump was explanted. The patient tolerated the procedure well and was taken to the recovery room. The patient was discharged later the same day. The drug contained in the pump was not reported.